Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This device was used as part of stryker r&d simulated use testing in challenge silicone models with zion team members, designed and selected the models to test the limits of subject guidewire. The subject guidewire had proximal bond joints break. The subject guidewire remained intact and did not separate into parts. Please note that these silicone models have extreme tortuosity and are designed to test the edge of failure of the guidewire devices. The device was not returned. It is probable that the guidewire was fractured as a result of the extreme testing conditions that it was exposed to during sim use testing with the intent of testing the device to the edge of failure. An assignable cause of use error will be assigned to the reported guidewire broken/fractured during use as the intent of the testing was to test the device to the edge of failure.

Event description:
It was reported that during testing in challenge silicone models, the hypotube of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. No additional information is available.

Event description:
It was reported that during testing in challenge silicone models, the hypotube of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. No additional information is available.